Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced bottle side pressure sensor and female/male iui(inter-unit-interface). Performed unit calibration. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed faulty bottle side pressure sensor. The pressure sensor was replaced with a known good part and allowed to infuse without alarms or issue. Based on the findings, service determined the reported issue was due to pressure sensor electrical failure. Device history record a review of the device history record showed the device had a manufacture date of 27aug2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported failed flow rate test. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported failed flow rate test. There was no patient involvement.